Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited a loss of capture. Programming changes were successfully completed and capturing ability was restored. The patient was stable and asymptomatic.